Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic bacteremia infection and as a result the patient's transvenous pacing system was explanted. A new transvenous pacing system will be implanted in the future. No further patient complications have been reported as a result of this event.